Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for supraventricular tachycardia (svt). The original arrhythmia was detected in the ventricular tachy zone 1, which was monitor only and then accelerated into the ventricular tachy zone. At this point no redection is available. No adverse patient effects were reported. Additionally, it was reported that the reports different from the remote monitoring system and the programmer reports. Boston scientific technical services (ts) discussed. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.